Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) study. It was reported that the patient died. In (B)(6) 2011, the patient presented with unstable angina (braunwald classification-iib) and was referred for cardiac catheterization. The 80% stenosed, 18mm x 4.0mm target lesion was located in the proximal right coronary artery (rca). The target lesion was treated with pre-dilatation and placement of a 4.00 x 20 mm study stent. Following post-dilatation, residual stenosis was 0%. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient was hospitalized for the event ¿pulmonary heart disease¿. Four days later the patient died.